Event description:
The pt complained of pain in the area of treatment during an electrotherapy treatment. The clinician stopped the treatment. The following day, the pt reported two burns in the area of the treatment electrodes. A dressing was applied to the burns. Additional clinical treatment for the burns was not required. The pt had received electrotherapy treatment prior to this event. The clinician could not recall the specifics of the electrodes, treatment parameters, or pt outcome. The clinician did indicate that the electrodes are used until they appear worn. The patient's skin was prepped with an alcohol swab.

Manufacturer narrative:
Awaiting the return and eval of the device. Upon conclusion of the investigation, the FDA-MDR will be updated. Phone and written request has been sent to the customer requesting the return of the device.